Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient with elective ins replacement, was testing impedance intra-op and encountered an issue on electrode 1 which was >4,000 ohms. The caller indicated one month ago all impedances were normal. Today during the replacement, after first impedance test with the abnormal result (one out of range), they removed the lead, wipe down, re-inserted with the same issue on electrode 1 (>4,000 ohms). 2 & 3 were around 600 ohms, and believes 0 was 1100 ohms. The caller attempted to increase the default test parameters and did not see the gear wheel to adjust amplitude to retest at a higher setting. We confirmed this is normal for isx (and micro). Caller indicated patient is not programmed to the 1 electrode (uses p7). No symptoms reported. The rep reported cause was unknown. The steps taken were they were unable to change impedance settings, patients program did not utilize the out of range electrode. The issue was not yet resolved. The hcp will see the patient march 16th to re-evaluate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had 'prior good results utilizing different electrodes so will program around.' They also noted that they would have a follow up in clinic (B)(6) 2022.